Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. An inspection of the catheter shaft was performed and revealed that the tip was fractured but not totally separated from the device. The tip was still attached by the inner coil of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a tip break occurred. A 200 cm x 10 cm fathom¿ -14 was selected for use. During preparation, upon opening the package, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tip break occurred. A 200cm x 10cm fathom¿ -14 was selected for use. During preparation, upon opening the package, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.